Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was 557 mg/dl. The customer administered a shot to treat elevated bg. Customer reported feeling dehydrated and like they were going to "pass out". Reportedly, customer was heading to the emergency room when tandem technical support lost phone connection with customer. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.